Manufacturer narrative:
(B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1r23j, implanted: (B)(6) 2018, product type: lead. Product ID: neu_la bel_acc, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've had some kind of "temple nerve problem" on the right side. The procedure was alleged to be due to a problem with the device or therapy so a neurologist is ordering an MRI. Patient further said their face is jerking and pulling to one side, their eyebrows are going up on their own, their teeth are killing them on their right side, and their sinuses have been bad since 2018 (patient said 4 months ago). They further reported feeling the tingle immensely in their bottom if they touch the lead; they can hardly walk from the sensation. They further said they can't sit with their back touching anything near the lead back because it is so painful since 2018 (patient said 2-3 months ago). The patient further reported still having accidents (fecal and urine) since 2018 (3 weeks post implant). As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address their symptoms. Patient said their last name was misspelled on their ID card. Additional information was received from a consumer on (B)(6) 2018. It was reported that they had greater stimulation when the lead as touched or clothing would rub against it, but they had no idea what caused it. It was also noted that they did not know if the facial muscle issues were related to the device or therapy, but they did not happen until the device was implanted. The patient called their healthcare provider and there was a large knot where the device was located; ¿it was as though there was a certain spots that when rubbed or touched would almost send a shock like feeling in the area.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date: date is approximate, patient gave conflicting information. Product ID: 3889-28, lot# va1r23j, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated her ins had turned in her body, was causing a lot of pain, and the ins and lead had to be explanted, date in november was unknown. There were no falls or accidents related to the issue and the patient did not know the cause of the ins turning in her body. Patient has not had any significant weight changes, weighs about (B)(6) and was about the same weight at the time of implant in (B)(6) 2018. Patient has had a return of fecal incontinence since the device was explanted and misses her device but is scheduled for a replacement early next year. No further patient complications are anticipated or expected as a result of this event.